Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, increasing r-wave amplitude variation was observed on the rv lead due to lead dislodgement. Upon additional follow ups lead dislodgment was progressing. Patient was then presented to the emergency room after receiving inappropriate therapy and shock. Lead was explanted and a new lead was implanted. Additionally lead was noted to have helix extension and retraction issue as well. Patient was stable post procedure.